Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five days after device replaced. Additional information received indicated the cause of death was cardiac arrest with contributing cause of cardiomyopathy, and a history of hip and shoulder fracture. The circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that a white substance was on the outer insulation and visual analysis only was performed.